Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a fatal error. The technical support specialist identified that the station was showing as maxed out on the c drive from the remote smart service. The tss then applied a knowledge article "medstation es ¿ low disk space on c drive ¿ large configurationstatus folder in windows¿ folder" and confirmed that the drive size was in healthy state. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es had fatal error on screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had fatal error on screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.